Event description:
Healthcare professional reported "rupture discovered intra operatively". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture discovered intra operatively".

Event description:
Healthcare professional reported "rupture discovered intra operatively". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 25/apr/2024. Additional, changed, and/or corrected data: a2.

Event description:
Healthcare professional reported "rupture discovered intra operatively". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on april 04, 2024. With lot 1495934. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as surgical damage. No further actions are required as no manufacturing issues are observed.